Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited safety mode. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this device exhibited safety mode. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was returned for analysis. Upon analysis completion this investigation will be updated.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this device exhibited safety mode. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.d.

Event description:
It was reported that this device exhibited safety mode. The device was explanted and returned. No additional adverse patient effects were reported.